Event description:
On (B)(6) 2025, a patient underwent an ultrasound guide breast biopsy procedure using the marquee. During the procedure, the device coaxial portion was defective and unusable. The green plastic portion was not attached to the inner stylet. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one coaxial cannula with a detached trocar stylet and a depth stop. Upon visual inspection, the complaint sample was received without protective tubing. The complaint sample appeared to be clean. The stylet needle hub was noted to be detached from the proximal end of the needle. The proximal end of the needle was inspected, and the sandblasting was noted to be non homogeneous. Upon functional testing: due to the nature of the complaint, functional testing was not performed. Therefore, the investigation is confirmed for the reported failure as the stylet needle hub was noted to be detached from the proximal end of the needle. A definitive root cause for the detachment of device or device component could be by manufacturing based upon the provided information. Apa 11709275 was investigated following a coaxial stylet hub detachment observed in a mission needle. Because the stylet to hub bonding process is performed on the same uv curing line used for marquee needles, marquee coaxial stylets were included within the CAPA scope. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guide breast biopsy procedure using the marquee. During the procedure, the device coaxial portion was defective and unusable. The green plastic portion was not attached to the inner stylet. The procedure was completed using another device. There was no reported patient injury.